Event description:
The end user's sister alleges while the end user was seated in the motorized wheelchair she leaned over to retrieve an object on the floor and fell out of the unit, allegedly injuring herself.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user's sister alleged that end user leaned over to retrieve an object and fell out of the motorized wheelchair. The owner's manual warns, "do not reach over the back of the chair or lean excessively forward or sideways".